Event description:
The customer reported that her blood glucose has been dropping to 49mg/dl for the past two nights. The caller mentioned that she took a glucagon shot the night before. The customer suspended the device and then she received an error alarm. Troubleshooting was performed, and the device passed the displacement test. The customer did not feel comfortable and requested a replacement. A follow up was conducted on a previous call the customer made for low blood glucose, and found that she was in the emergency room due to electrolyte imbalances. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. The device was programmed and monitored for one day with no error alarm or time clock anomaly. The units remaining in the status screen matches the test reservoir volume. After testing it was concluded that the device operated within specifications.